Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was unavailable. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the collet of the impactor broke loose and went flying across the room. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: correction: the previous report stated that the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (may 23, 2019) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and it was determined that the locking collar had fallen off, the device was received without the lock collar attached. During investigation it was noted that the lock collar would not rotate or engage into lock position due to the lock collar not being attached to the impactor when received. It was noted that after inspection of the lock collar it was noted that the lock collar cross pins were not in the pin holes of the lock collar. And after inspecting the lock collar pin holes with magnification it appears that the lock collar cross pins were never inserted into the lock collar. Therefore, the reported condition was confirmed. The cause of the failure was determined to be due to the lock collar cross pins never being inserted into the lock collar. The assignable root cause was determined to be due to device manufacturing. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.